Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. Reference e-complaint (B)(4).

Event description:
"A couple other doctors patients have suffered cup abscesses (pelvic infection) post surgery, each used the delineator. See e-complaint-(B)(4)." Ref e-complaint (B)(4).

Manufacturer narrative:
(B)(4). Investigation: x-initiated manufacturer's investigation. X-no sample returned. Review DHR. Inspect returned samples. Inspect stock product. Analysis and findings: the reported event of the patient having suffered a cup abscess (pelvic infection) post-surgery as a result to the advincula delineator cannot be confirmed due to the affected device not being returned at the time of this investigation to perform a proper investigative analysis. However, if the device is returned in the future the complaint may be reopened and addressed as needed. Each device is individually pouched and sterilized, both processes were qualified as being acceptable and having the proper controls in place before the product family was launched for market. This device is OEM manufactured for csi which sends it to another outside contractor for sterilization and distributes it from (B)(6). All devices are is 100% inspected by the OEM before being shipped to csi in (B)(6). A review of the risk management file rm# (B)(4) ((B)(4)), and device pfmea line item (B)(4) (advincula delineator (dsp)) were performed and both documents addressed the potential reported event with proper process controls or verification(s) for sterilization and correct packaging. Corrective actions - correction and/or corrective action: corrective action is not applicable at this time due to the affective device not having been returned, the reported event was not able to be replicated. A review of the pfmea and tech risk management file documents indicated that adequate controls are in place for the manufacturing, and acceptance testing assurances of this device. Actual review of the affected work order could not be verified for the sterilization report as the lot was reported as "unknown". Corrective action level (B)(4), train personnel, x-none. Reason: per (B)(4) this complaint will be monitored for trending in that no injury was reported to end user, or patient was the complaint confirmed - no. Review and closure: x-recommended continuous improvement program (cip). Complaint closure letter required. Ncmr issued. #: CAPA required.#: other regulatory action needed: preventative action activity- reviewed. Trend and monitor to cip.

Event description:
"A couple other doctors patients have suffered cup abscesses (pelvic infection) post surgery, each used the delineator. (B)(4)." (B)(4).